Event description:
Reporter stated that patient's last insulin cartridge leaked out into the device's insulin cartridge compartment. Patient's blood glucose was not affected, and no treatment was received.